Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 481 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer got block alarm and blood glucose was reading 390 mg/dl. Customer blood glucose reading at 6:17 pm was 481 mg/dl. Customer call dropped while trying to give injection treatment.